Event description:
Customor reported that she was hospitalized for high blood glucose and dka. During review of pump history data and high pressure test. Pump did not alarm. Instructed customer to return pump.